Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 5th I think. What was the product code of the stapler that was being used? Plee60a. Was a loose staple noted to be on top of the cartridge? Yes. Was this noticed prior to firing? Yes. Was the actual stapler noticed to be bent? If yes, was the bend noted to be at the articulation joint or another location? No. What was the shape of the staple found on top of the new cartridge (b shaped, malformed or u shaped)? U shaped wrapped around into the cut line channel. Were the jaws of the stapler cleaned between firings? Yes. Additional event details - bleeding was noted with all staple lines. Gst - blue & white. Cartridges were used with plee60a. Clips, pressure, suture and fibrin sealant were used to control the bleeding. No transfusion was required. Buttressing material was only used on the last firing of the pouch at the angle of his with a gst60b. No issues were noted with staple lines. Bmi and gender unknown. The bent staple cartridge was not used. It was noted the scrub tech could not remove the battery. The sales rep was able to remove the battery with difficulty to return for analysis. Peri-strips was the buttressing material noted to be used in one firing.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, a bent staple was present on a new blue reload. It was noticed after it was loaded in the stapler and the stapler was put through the trocar. Under the magnification of the scope we could see the bent stapler when the jaws were opened to staple the stomach. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with eight cartridge reloads present. Cartridge (b, c, d) were received fully fired and in good visual conditions. Cartridge (e, f, h) were received fully fired and in good visual conditions. Cartridge (g) was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (I) was received unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A test battery pack was inserted and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.